Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit doesn't pump properly. There was no patient involvement.

Manufacturer narrative:
No device was returned for investigation. Due to this, the customer reported complaint was not confirmed. A review of the service record for the reported device shows that the device has not been serviced in the last 12 months. If the device is returned, an investigation will be conducted with the results sent in a supplemental report.